Manufacturer narrative:
The following correction has been updated in this report box b-1 has been updated/corrected to reflect product problem. Section "type of reported complaint" in box h has been updated/corrected to reflect product problem. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging dry mouth related to a rep dreamstation auto CPAP device. Patient seek medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging dry mouth related to a rep dreamstation auto CPAP device. Patient seek medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Product UDI, box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.